Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post-coitus. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the shock was delivered due to oversensed myopotential artifacts. Additionally, there were two similar, but untreated episodes in 2020 and 2021. Ts provided thorough recommendations for assessing the system, such as via manipulations and isometric testing, to determine a more suitable sensing vector. Potential reprogramming options were also provided. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.